Event description:
It was reported that during a device change out procedure, the left ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.